Event description:
The patient reportedly hit their head on the headboard of the bed. Following this trauma, the patient reported an overly loud sensation followed by no sound. The patient was seen at the implant clinic for device evaluation. Testing performed confirmed that the device was no longer functioning.